Manufacturer narrative:
This product was initially reported on 1818910-2012-26219, however, was found to be incorrect. This report will be kept for investigating purposes and 1818910-2012-26219 rejected.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Patient was revised to address pain. (B)(4). On 8/28/12: litigation papers allege that the patient suffered pain and suffering and was injured by excessive levels of chromium and cobalt in her blood as a result of implantation with the asr hip implants. Patient is bilateral. The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.